Event description:
When disconnecting the syringe from the spike (mounted on the vial), the plunger rises and a few droplets are ejected from the syringe (stained field and chemical contamination). We've been using these syringes for many years and have never experienced this phenomenon. Our spikes (ICU) are always the same. This has been observed with different active ingredients (paclitaxel, 5 fu) and different handlers. No samples were retained.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: there was no photographic evidence or physical samples provided for the investigation of the reported condition. A comprehensive examination of the history of syringe 50ml ll lot 2311037 was conducted, and no deviation or non-conformance related to the alleged defect was found. Six retained samples were analyzed, and it was found that the stopper was correctly assembled to the syringe. A leak test was conducted on the retained samples according to procedure, and none of the defects could be reproduced. The product undergoes inspections at various stages of the manufacturing process to ensure quality and functionality. Visual and functional inspections are carried out during different manufacturing sub-processes as per procedures. As the defect could not be reproduced, no quality incident or maintenance intervention related to the defect has been identified, making it difficult to establish a root cause in the process. It is suspected that the customer may have exerted too much force while filling the syringe, causing a hole between the stopper and cylinder, resulting in leakage. At present, we are unable to pinpoint a root cause linked to the manufacturing process based on the information available. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
When disconnecting the syringe from the spike (mounted on the vial), the plunger rises and a few droplets are ejected from the syringe (stained field and chemical contamination). We've been using these syringes for many years and have never experienced this phenomenon. Our spikes (ICU) are always the same. This has been observed with different active ingredients (paclitaxel, 5 fu) and different handlers. No samples were retained.